Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during fifth inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).